Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false pause episodes due to undersensing and possible loss of contact were noted. No intervention was performed. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by reprogramming the device.